Manufacturer narrative:
On the original MDR submission 2248146-2017-00414 'date received by manufacturer' changed from: 09/15/2017 to: 09/06/2017.

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) catheter at the time of the opening of the sterile package excess lubricant was noted on the gasket. The customer used a different iab. There was no harm or injury to the patient.

Manufacturer narrative:
'Date received by manufacturer' initial date should have been 09/06/2017 instead of 09/15/2017. The iab was returned inside the product tray without the pouch. The insertion kit tray and pouch were also returned opened without its components. Traces of fluid was observed on the product tray of the insertion kit. No fluid was found on the iab product tray. The evaluation consisted of a visual inspection confirming the presence of fluid inside the device packaging. A sample of the fluid has been tested via infrared spectrum analysis. The infra-red spectrophotometer results confirmed that the substance was silicone which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The reported event has been confirmed, there was no malfunction of the reported devices. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) catheter at the time of the opening of the sterile package excess lubricant was noted on the gasket. The customer used a different iab. There was no harm or injury to the patient.

Manufacturer narrative:
The iab was returned inside the product tray without the pouch. The insertion kit tray and pouch were also returned opened without its components. Traces of fluid was observed on the product tray. The evaluation consisted of a visual inspection confirming the presence of fluid inside the device packaging. This fluid appearance is visually consistent with samples that have been tested via infrared spectrum analysis and found to be silicone. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) catheter at the time of the opening of the sterile package excess lubricant was noted on the gasket. The customer used a different iab. There was no harm or injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) catheter at the time of the opening of the sterile package excess lubricant was noted on the gasket. The customer used a different iab. There was no harm or injury to the patient.